Event description:
It was reported that the patient had partial paresthesia and x-ray suggested lead migration. Seven new programs were given to the patient for the left leg pain coverage. The lead will be revised at a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.